Event description:
It was reported that during the implant attempt, the physician had difficulty positioning the right ventricular (rv) lead and felt it was getting stuck on the sheath. When the rv lead was removed, the physician felt there was insulation damage near the coil. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.